Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported bd ultra-fine¿ pro was unable to deliver insulin. The following information was provided by the initial reporter: "patient complains that her daughter has diabetes and is now receiving insulin injections. Now she has relatively eyelid cannulas, which are not continuous or blunt."